Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsv4b10) was returned for investigation. Visual inspection of the as returned implant identified minor signs of wear and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failures (bone loss & infection) since they are medical conditions. However, measurements were taken using a caliper (ID: cal3845; due date: sep 25, 2020). Through dimensional analysis and comparison to drawings (dwg no. Pd-tsv4b10 rev. A), the device was determined to be within design specifications when it left zimmer biomet. Pre-existing condition noted on the per was low bone density type iii. The reported device had been implanted on tooth # 19 for approximately 6 years. X-ray or picture images were not provided. As a result, bone loss could not be verified. DHR review for the lot: (62590581) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records (st#: 2443). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot: (62590581) and no similar events or complaint was found. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or device. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported events (infection & bone loss) could not be verified since they¿re medical conditions. Infection and bone loss are listed as harms or potential effects of implant failure. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that an implant (tsv4b10) was removed due to periimplantitis at tooth location 19.